Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 200 ohms. Boston scientific technical services (ts) discussed troubleshooting options. The lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was received which reported that the patient was evaluated by their physician, and no troubleshooting or device reprogramming was performed. The patient was referred to another physician for further follow up. No adverse patient effects were reported. The lead remains in service.